Manufacturer narrative:
Literature article attached medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Yan y, he x, fang y, et al. The safety and efficacy of low-dosage tirofiban for stent-assisted coiling of ruptured intracranial aneurysms. Neurosurgical review. 2021;44(4):2211-2218. Doi:10.1007/s10143-020-01398-w. Medtronic literature review found reported thromboembolic complications, intracranial hemorrhage, and death in association with solitaire stent assisted coiling. Patients were divided into a standard group (211 patients) or a half-dosage group (98 patients). The diameter of aneurysms range was 0.9 mm to 20.3 mm and the neck diameter range was 0.9 mm to 15.3 mm. The purpose of this article was to describe the safety and efficacy of using tirofiban in stent assisted coiling treatment for ruptured intracranial aneurysms. The authors reviewed 309 cases of patients treated for acute ruptured intracranial aneurysms using stent assisted coiling. Of the 309 patients, the average age was 57.9 years, 199 were female and 110 were male. Patient risk factors included hypertension, diabetes, smoking, and drinking. The article does not state any technical issues during use of the solitaire. In addition, 148 cases were classified as hunt-hess grade I , 88 cases grade ii, 42 cases grade iii, and 31 cases grade IV. At the time of discharge 252 patient had a mrs score of 0-2 and 57 patients had a mrs score of 3-6. The following intra- or post-procedural outcomes were noted: thromboembolic complications occurred in 15 cases: treatment included enterprise (2), lvis (13), eight were in-stent thromboses, one was procedure related thrombosis, six were postoperative symptomatic ischemia. Of these 15 patients 3 were disabled and 3 died intracranial hemorrhage.  Occurred in 13 cases four became disabled and 5 died. Intraoperative aneurysm rupture occurred in 3 patients. Postoperative early rebleeding in 10 cases evd was placed in 13 cases postoperative.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.